Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. It was reported to abbott, a patient was unable to connect to their ipg after undergoing an unrelated surgical procedure. The device was not set to surgery mode prior to surgery. Logs could not be obtained because the patient was unavailable. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.